Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that signal errors were obtained on the instrument. Discordant results were obtained prior to the errors. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found that the base lid sensor failed, and the base reservoir was empty. The cse replaced the part and primed the lines. The base dispense volume was as expected. Quality controls were run, resulting within range. Patient samples which were obtained prior to the signal errors were repeated after troubleshooting, resulting as expected. The cause of the discordant, falsely elevated vitamin d results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument after troubleshooting was performed, resulting lower. The results were corrected by the laboratory pathologist before the initial results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.